Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history lot review cannot be performed due to no lot number provided.

Event description:
The event occurred on an unspecified date and involved an unknown product. The report states that ¿they run low rates ex 3ml/hr. But when connecting to the b port you still have about 10-12ml of primary that the chemo needs to go through before connecting to the patient. The patient won¿t receive the medications for over 3 hours after starting the dose. They have tried putting chemo on the primary line and priming but with a closed system required for chemo air ends up in the chamber and cannot be removed. This is more of an issue with running drugs for pediatric patients on the b port. When they program the b port for 3ml an hour it won't reach the patient for several hours given there is still fluid in the primary line (about 12 ml). There was patient involvement and unknown adverse event.